Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 32 synergy drug-eluting stent was selected for use. Upon insertion, resistance was encountered and it was noted the distal part of the stent itself was lifted. The procedure was completed with another of the same device. No patient complications were reported.